Event description:
1) diagnosis was pertrochanteric fracture of the right femur. 2) diagnosis correction osteotomy. 3) re-correction osteotomy (before nail broke). 4) long gamma nail after the standard nail broke.